Manufacturer narrative:
Return is not available as it was implanted in the patient. A pms report has been filed to capture the issue of a lack of center tab (boston scientific markets a sling with a centering tab to assist with tensioning. Since the surgeon is used to bs's product, this likely accounts for the surgeon's feedback). The issues of post-op urinary retention are captured in this product complaint. As per the product IFU #10-139-04, voiding dysfunction and obstruction due to placing too much tension to the mesh implant are known adverse reactions as indicated in the adverse reactions section of the IFU. To prevent this, surgeons are advised to place the sling in a tension free manner as indicated in the surgical techniques sections of the IFU. The lot history file reveals zero non-conformances associated with desara blue ss lot # j07001 or mesh panel lot # j06023. The product implanted was not expired (expiration date 07/11/2021). No device failure has been identified.

Event description:
Sales rep reports the following complaint from dr. (B)(6) regarding tensioning issues with desara slings due to a lack of "center tab." Surgeon states that the past two patients she implanted with desara had retention issues and could not void for several days post op. "Dr. (B)(6) at (B)(6).- boston obtryx user- outside in approach. Dr. (B)(6) has trialed desara blue for 3 cases and desara ss for 2 cases and had a few issues but biggest one being that there is no center tab for her to use for tensioning. She said the past 2 patients she implanted with desara had "retention issues and could not void for several days post op". Again, no center tab or tensioning device is the big hot button with this doctor." Per sales rep "here are the slings used in the last two patients by dr. (B)(6)- desara blue lot h09002, desara blue ss lot j07001." A pms report has been filed to capture the issue of a lack of center tab. The issue of post-op urinary retention is captured in this product complaint and accompanying complaint (B)(4).